Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the surgeon confirmed total hearing loss of the concerned ear after surgery. The pt is not having access to sound. Re-implantation with a cochlear implant is considered.